Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 157, 158 and 162 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. Customer stated he takes his blood test fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 206 mg/dl and 180 mg/dl using truemetrix meter. Customer stated he was also concerned with the back to back blood test since he was fasting. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/18/2017 and open vial date is month of (B)(6) 2017. Customer stated he has not had any changes in his diet and that he sometimes exercises. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 5 results provided in the meter's memory.